Manufacturer narrative:
The event is currently under investigation and a root cause has not yet been determined. A supplement report will be filed at the close of the investigation.

Event description:
It was reported to siemens that during an aneurism coiling procedure on the artis q biplane system, the image quality was poor resulting in a dissection. There is no awareness of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Individual image quality adjustments were made during an onsite visit. System works as intended and the manufacturer is not considering further actions at this time.